Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, the iol could not advance through the cartridge. The device with the issue was reported as the cartridge. There was patient contact. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the cartridge was returned with the lens stuck between the loading area and the nozzle entry area. The leading haptic is extended. The trailing haptic is bent toward optic, touching the optic edge. The lens is biased down. The cartridge shows evidence of being placed into a handpiece. The cartridge was cleaned for further evaluation. The lens was removed during the cleaning process. Top coat dye stain testing was conducted with acceptable results. The cartridge product history records were reviewed and all documents indicate the product met release criteria. The qualified iol product history records were reviewed and all documents indicate the product met release criteria. The handpiece is unknown. It is unknown if a qualified viscoelastic was used. Due to differing material properties, the use of a non-qualified viscoelastic may result in delivery issues and/or damage. The root cause appears to be a failure to follow the directions for use (dfu). An inadequate amount of viscoelastic was observed. The dfu instructs to fill the cartridge with viscoelastic before attempting to load the lens. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with viscoelastic, which may result in damage or delivery issues. The haptics and optic were in acceptable positions for advancement. Top coat dye stain testing was conducted with acceptable results. The manufacturer internal reference number is: (B)(4).